Event description:
The patient and his mother contacted animas on (B)(6) 2012 alleging that the pump has been re-booting. The patient reported a high blood glucose (bg) excursion on (B)(6) 2011 after the subject pump powered off. The patient claimed he obtained a high bg of 400mg/dl and had symptoms of nausea and diarrhea. The patient treated high bg with syringe and stated the high bg resolved. It is not known if the patient was aware that the pump powered off prior to high bg excursion. At the time of troubleshooting, the patient reported that the battery cap would not secure to the pump. The patient claimed he recently replaced the battery cap due to same issue with previous cap. The patient denied any visible damage or cracks to pump casing or battery cap. Customer support noted they were unable to determine exact casing issue that would account for battery cap's not securing to the pump. The patient was advised to use backup plan. This complaint is being reported because, the patient developed signs/symptoms suggestive of hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the black box records start at (B)(6) 2012. A review of the black box shows no unexplained reboots from (B)(6) 2012 to (B)(6) 2012. Multiple time and date resets were noted in the black box. Visual inspection revealed that the battery compartment was cracked and the battery cap threads were stripped. A test battery cap was used to complete testing, as the cap that was returned with the pump was too damaged to use for investigation. The pump powered on appropriately with the test cap. The pump was exercised for 24 hours with no power issues and no delivery issues occurring. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. A cracked battery compartment/damaged batter cap is not likely to cause an adverse event, as the issue is generally obvious and detectable by the user. Therefore the detectable flaw may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation also revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.